Manufacturer narrative:
Investigation summary: needle hub color incorrect: through the analysis of the photo sent by the customer, it is possible to observe the color of the hub different from the standard one. Bd can confirm / reproduce the incident in question. Mixed product: through the analysis of the photo sent by the customer, it is not possible to confirm if the size of the needle is different (caliber), for confirmation it will be necessary to analyze the samples. Bd cannot confirm / reproduce the incident in question. Through the photos provided by the client, it was possible to observe the incorrect color incident of the hub, as the plant have not received samples or photos of the needle without the shield, it is not possible to confirm whether the needle gauge is different. The analysis of the batch history (DHR), maintenance records and verification of the batch quality notifications were carried out. No qns and maintenance records potentially related to the incident were observed. The batch retention samples were analyzed, and no defects were found. The probable root cause for the incident is the failure to clean the equipment when changing the batch. The production processes are validated according to the defined acceptance criteria. The incident identified from this complaint will be monitored for trend assessment.

Event description:
It was reported that the bd eclipse" needle hub was gray rather than pink, and was packaged with other needles of the correct color. The following information was provided by the initial reporter, translated from (B)(6) to english: "40x12 needle, whose standard color of the hub is pink, came with a gray color, facilitating the dispensing error. It came attached to other needles with a standard color. "

Event description:
No additional information.

Manufacturer narrative:
Becton dickinson and company's (bd) medication delivery solutions (mds) business unit will discontinue malfunction MDR reporting for certain device failures that have not caused or contributed to deaths or serious injuries in the past two years, and where the likelihood of a death or serious injury as a result of these malfunctions is remote. This decision follows FDA guidelines (medical device reporting for manufacturers guidance for industry and food and drug administration staff issued nov 8, 2016, reference section 2.15). Bd notified FDA of this decision on mar 3, 2025. FDA has reviewed and responded to bd¿s notification (reference FDA document # (B)(4)) on march 7, 2025. This documentation is available in bd document management system (sap) as (B)(4). This supplemental MDR is being filed to document that the below device failure will no longer be considered a reportable malfunction MDR for the product family below: product family: eclipse. Device failure: needle hub color incorrect.